Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was mosfet (q210) on power supply was failed. It was determined to be hardware failure.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "motor fault". The customer troubleshoot the device and ran transducer tests but the problem persisted, so the customer decided to send ventilator for factory repair. The customer reported that there was no patient involvement.